Manufacturer narrative:
Mfg site eval: samples received: 6 open and 22 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 22 closed samples and 6 open samples (three of them with the needle detached from the thread). Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action in order to avoid this type of incident in the future.

Event description:
Country of complaint: (B)(6). Poor connection of needle and thread. Some sutures are completely separated from the needles, some of the connections fail (needle detachment).